Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, prior to a pacemaker replacement procedure, a (B)(6) lifeline employee interrogated the subject device for preparation purposes with the pacemaker still in the box. Then, the programmer displayed the message stating that the pacemaker had entered standby mode. There were no other devices in the surrounding that could cause interference. As the same message was still displayed upon re-interrogation, the pacemaker was not used for the replacement procedure. The pacemaker has not been re-initialized.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, prior to a pacemaker replacement procedure, a japan lifeline employee interrogated the subject device for preparation purposes with the pacemaker still in the box. Then, the programmer displayed the message stating that the pacemaker had entered standby mode. There were no other devices in the surrounding that could cause interference. As the same message was still displayed upon re-interrogation, the pacemaker was not used for the replacement procedure. The pacemaker has not been re-initialized.

Manufacturer narrative:
The preliminary analysis revealed that the event most likely occurred because of a single event upset (seu).

Event description:
On (B)(6) 2018, prior to a pacemaker replacement procedure, a (B)(6) employee interrogated the subject device for preparation purposes with the pacemaker still in the box. Then, the programmer displayed the message stating that the pacemaker had entered standby mode. There were no other devices in the surrounding that could cause interference. As the same message was still displayed upon re-interrogation, the pacemaker was not used for the replacement procedure. The pacemaker has not been re-initialized.